Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead has oversensing with noise on both of the lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.